Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that after implanting a glaucoma micro-stent the patient experienced a myopic shift that resolved. Additional information was requested.

Manufacturer narrative:
A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no mention of intraoperative complications and no evidence of device failure. Possible root cause is that transient anterior chamber shallowing resulting in myopic shift is a known risk associated with device implantation that is clearly identified in product labeling. The manufacturer internal reference number is: (B)(4).